Event description:
It was reported that the patient was admitted through the emergency room. The right ventricular (rv) lead exhibited non-capture in both unipolar and bipolar pacing due to a suspected perforation. The lead was repositioned and remains in use. The patient was to be monitored overnight. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 507645 implantable pacing lead implanted: (B)(6) 2013 product ID addrs1 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).